Event description:
It was reported that during an implant procedure the physician was attempting to slit the catheter, but the slitter could not break through a portion of the catheter. While attempting to slit the catheter, the slitter jumped and the left ventricular (lv) lead moved position. The lv lead was successfully repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).